Event description:
It was reported that the device displayed "service" across the screen and had locked-up. The device had also logged a service code. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that a service code was logged by the device; however, proper operation was confirmed during functional and performance testing. The reported lock-up failure was not duplicated. The system/memory pcb assembly was replaced as a precautionary measure. Proper device operation was observed and the device was returned to the customer for use. Physio-control further evaluated the removed system/memory pcb assembly and verified that it had logged the originally observed fault code, but was unable to duplicate the reported lock-up failure. The cause of the reported lock-up failure could not be determined.